Event description:
Healthcare professional reported that patient was injected with juvéderm® voluma¿ with lidocaine and juvéderm® volux¿. Patient was concomitantly injected with botox®. Eighteen months later, patient developed infection in middle third of face.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additionally, it was reported that patient was injected with 4.4ml juvéderm® volux¿ in chin and jaw. Patient developed nodules in mandibular area. Patient was treated with hyaluronidase, and o2 application subcutaneously. Symptoms resolved approximately one month after appearing.